Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced the low blood glucose of 2.8 mmol/l. The customer reported that insulin pump battery was died and meter no longer linked to insulin pump. The customer did not provide any other information. The device will not be returned for the analysis.